Event description:
It was observed during the device evaluation, the cysto-nephro videoscope exhibited detached adhesive from the bending section. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. This complaint investigation is supported with prior investigations performed through the product technical investigation (pti) process. Reasonably known information suggests probable causes such as damage of parts due to wear/ deterioration/ deformation/ some kind of physical stress, without any design or manufacturing issue. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.